Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was explanted as the surgeon thought it wasn¿t opening. According to the report, the surgeon wasn¿t sure if it was an issue with the valve, or the patient¿s intracranial pressure, but the patient's hydrocephalus wasn't being resolved. The report stated that the patient is currently doing well.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The valve was patent. The device met the requirements for leakage, siphon testing and pressure flow testing at 0 cm hydrostatic pressure (hp). The valve did not meet the requirements for reflux testing or pressure flow testing at -50 cm hydrostatic pressure (hp) due to proteinaceous debris present in the interior and the exterior of the devices. Debris within the valve may interfere with the pressure-flow control mechanisms resulting in fluid siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. Additional device information: the lot number of the device was received. (B)(4).